Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified lateral cutaneous vein. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: peripheral cutting balloon (pcb) device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb 2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 12mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified lateral cutaneous vein. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.